Event description:
Customer reported that an IV set connected to a nicu baby ¿exploded¿ and leaked. The area that exploded is where the spiked end of the tubing connects to the top of burette chamber. There was no report of patient harm or medical intervention. Customer stated that no further patient or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the customer states that product will not be returned because it is hospital policy not to return product related to a patient incident. The root cause of the customer¿s report could not be determined because the set was not returned for eval.